Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report high blood glucose levels. The customer's reading was 450 mg/dl. The customer stated she was on antibiotics and pain pills due to a recent surgery. The customer performed a manual prime and saw insulin exit the tubing. The customer did not find any other anomalies during troubleshooting. The customer was advised that the device was working as designed. Nothing was replaced or returned for analysis.